Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 3.0x15mm apex balloon catheter to the lesion and inflated the balloon to 10atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with a different bsc balloon catheter. Patient's status is reported as "fine".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context, due to the anatomical and/or procedural factors encountered during the procedure.